Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation and doctor visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
On (B)(6) 2018, the patient had a skin reaction in the "pod connection area" after wearing the pod for three days on the leg. The site was red, painful, and had pus. A physician was consulted and the patient was prescribed mupirocin and aflumycin ointments for treatment. Some time later, the patient returned to the doctor as the ointments did not help and an oral antibiotic, cefovit forte, was prescribed. The patient has since worn two different pods with no further irritation experienced. Additional training regarding the sterile and safe use of the product was also provided.

Manufacturer narrative:
The product was not requested to be returned for evaluation and therefore a root cause could not be verified. Prior chemical analysis has indicated that once the device is used, it is exposed to multiple contaminants during the normal recommended 3 day use that does not allow for reliable test results.